Manufacturer narrative:
Siemens could not perform a complete technical investigation for this event since the event occurred on (B)(6) 2021 and siemens was not made aware of the event until july 27, 2021. There was no savelog created for the reported event for siemens to evaluate. A siemens field service engineer visited the facility to inspect the complaint system but was not able to reproduce the reported problem. The customer has been asked to create a savelog and to inform siemens service support if this issue reoccurs.

Event description:
It was reported to siemens that during a CT head examination of a disabled (B)(6) patient under anesthesia, the scanner froze (scan aborted) after the contrast media injection. The pre-contrast examination had already been completed. The procedure was aborted, and the patient was released. The patient was rescanned a few days later under sedation and with contrast media. Reportedly, there were no negative health consequences to the patient because of this event. This report has been filed with an abundance of caution. The reported event occurred in (B)(6).